Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03730 pertains to the other device. It was reported to boston scientific corporation that a capio cl device was used during a sling placement for stress incontinence procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio device did not pick up the mesh and got broken. A second capio device was used but the same problem was noticed. The procedure was finished using a third capio device. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.